Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated in response to a customer report that the device was not powering on. The complaint did not include further details about the nature of the issue. The quotation was canceled as per the customer's request. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.